Event description:
Four days post pci of two overlapping cypher stents, the pt showed symptom of angina during hospitalization. Coronary angiography (cag) was conducted and thrombus was observed from the proximal edge to the distal portion of inside the implanted cypher stents. To treat the thrombus, aspiration and poba with a 3.0x15mm voyager balloon at 16 atm for 30 sec was conducted. Additionally, iabp treatment was conducted. The pt was discharged approximately two weeks later from the hosp. The physician commented that the possible cause of the thrombotic event was that the overlapping portion of the stents was under-dilated. Elective ptca was performed on a de novo lesion in the proximal to mid lad of 50mm in length in a 2.5-3.5mm vessel diameter at a bifurcation. The (type c) lesion was calcified. The lesion was pre-dilated with a 2.25x15mm lacrosse balloon at 18 atm before two overlapping stents were deployed. A 2.5x23mm cypher stent was first deployed at the distal end of the mid lad at 22 atm followed by a 3.5x28mm cypher at 20 atm. Post-dilatation was conducted with the sds of the 2nd cypher at 22 atm. Ivus was conducted. The residual diameter stenosis measured 0%.timi iii flows were recorded pre and post-procedure. Act was not measured. Pre-procedure medications aspirin 100mg/day and clopidogrel sulfate 300mg/day then reduced to 75mg/day. Heparin 5,000u was administered during the procedure. Post-procedure medications included aspirin 100mg/day and clopidogrel sulfate to 75mg/day.

Manufacturer narrative:
Please note that this device is not distributed in the united states but it belongs to same class of devices as us distributed cypher sirolimus drug eluting stents. This device is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following mfg #s 9616099-2009-00631 and 9616099-2009-00632.